Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013, that a customer had an issue with a sharps cart. The customer reports a nurse was stuck by a sharp blade. The lid would not open by the foot pedal so he manually opened it and he was unable to see the blade (type of scalpel) near the opening. The customer further states that the nurse was sent to have blood drawn due to an accidental puncture/stick of unk origin. The blade was on top of inner lid.